Event description:
While deploying the valve, the edwards balloon ruptured. The valve deployed well but the ruptured balloon was unable to be retrieved per standard process. To remove the balloon, the arteriotomy was extended. Further intra-op imaging revealed a left common iliac flow-limiting dissection into the left external iliac artery. To repair this, a stent was placed in the left common iliac/left external iliac arteries.